Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was serviced by a vyaire medical authorized service center. The service technician was able to verify the customer's reported issue of the unit not taking a charge during testing and evaluation. The service technician reported that the battery was depleted. The battery was replaced to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator would not take a charge and shuts off when unplugged. The customer reported that there was no patient incident associated with this complaint.